Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of an anterior corail/trilock stem inserter broke. They did not become aware until the next day when they cleaned up instruments. They have no way to know for 100% sure that is broke during this surgery, but to their best guess it did. They informed the surgeon right away and he reviewed post op x-rays and did not find anything that looked abnormal. The surgeon was certain that the piece that broke was not left in the patient. No surgical delay.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no instrument associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.